Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed an image skewed at 45 degree angle on the tower. There were no reports of patient harm.

Event description:
It was reported that the camera head displayed an image skewed at 45 degree angle on the tower. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the investigation was performed based on the provided information. The complaint was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.